Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath and basket sheath are detached. Functional testing determined the handle does not actuate the basket formation. A device history record review could not be performed as the lot number of the complaint device was not provided. A search of complaint records for the complaint device lot was also unable to be performed as without the lot number of the complaint device. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath and the support sheath had become detached from each other. All devices are inspected for functionality and damage prior to packaging. The condition of the returned device makes it possible that it was inadvertently damaged during unpacking / handling. The IFU contains cautions about manipulating the device to prevent damage. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. Device code: difficult to open or close is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, the ncircle tipless stone extractor didn't work when they opened the device (system of opening and closing). Additional information received on (B)(6) 2018. The nurse tested the device outside of the patient, before use in a flexible ureteroscopy, in the kidney. The forceps didn¿t work. The nurse opened a new ncircle to complete the procedure. The patient did not experience any adverse effects due to this occurrence.